Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer reports "after she injected her dog, she put the cap on the syringe and the needle went through an poked her right middle finger twice."